Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The review of the (manufacturing, sterilization, packaging, boxing) paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection.)

Event description:
On (B)(6) 2019, the patient underwent an endovascular repair of an aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis. The device was implanted with no reported issues. After removal of a gore® dryseal flex introducer sheath, a dissection was identified around the right external and internal iliac bifurcation. The dissection was repaired by implanting a bare metal stent. No further issues were observed, and the patient tolerated the procedure.